Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: catheter; product ID: 8781, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer's representative regarding a patient who was receiving 2000mcg/ml lioresal at 1020.5mcg/day via an implantable infusion pump for an unknown indication for use. The patient had discomfort with the size of their pump (40cc). The doctor also felt that the patient would benefit from moving the catheter tip from t8 to t12. Cultures were sent to evaluate for infection and came back negative. The doctor believed that the patient would benefit from a smaller sized pump. The patient had their pump replaced with a 20cc pump and the catheter was moved from t8 to t12. It was reported that the issue was resolved at the time of the report. The patient's status at the time of the report was noted to be "alive-no injury." No further complications were anticipated/reported.